Manufacturer narrative:
The insulin pump had no blank display or black screen anomaly noted. Device had no button response due to corroded keypad traces. Unable to test for software error alarm due to no button response. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. No damage noted on isolation tape on lcd interface board. The insulin pump had moisture damage on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.